Event description:
Baxter sales representative received report from customer on this set. Customer reported set separated during set up. The drip chamber separated from the tubing. Samples are available for evaluation. No patient involvement has been reported at this time.